Manufacturer narrative:
The device has been received, however an evaluation is not yet completed; therefore, a full device analysis could not be provided. Upon completion of the evaluation, when additional relevant information becomes available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced air in line alarms with no air visible in the tubing. There was no patient involvement, injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The previously reported "yes" is to be updated to "no". The previously reported occupation of "other healthcare professional" is to be updated to "other". The previously reported report sources "company representative and healthcare professional" is to be updated to "company representative and user facility" the device was received and evaluation was completed. The event history log review was completed and it noted the presence of this alarm in the log. A visual inspection was performed and no abnormalities were found. The reported issue could not be reproduced during the device evaluation. The device was determined to not meet all product specifications related to the reported event. The constant air alarm with no air present was verified. The cause was determined to be a failed upstream sensor which was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.